Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking sensation while he was trying getting ready to leave his house. Specifically, he felt the shock from his waist down to his legs and was strong enough that he "threw his bag across the room". It was noted that he had his simulation turned off for the past 2 weeks and was not using the programmer when the shocking occurred. Additional information was requested.